Event description:
The pt reported that they used the suspect device to check their blood glucose and obtained a result of 97mg/dl. Pt then injected their normal dose of insulin. About ten minutes later pt passed out. Emergency medical technician were called and pt was treated with a glucose IV after their glucose was tested at 33mg/dl. Glucose controls were not used on the system. The suspect device was replaced with new product and then authorized for return to the manufacturer for evaluation.